Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine failed to start-up. The fse checked the m-cabinet and found that there was no 12vdc output which was damaged. The fse confirmed that the dc power supply of the pc box was defective. The fse replaced the power supply tray to resolve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.